Event description:
It was reported that when the programmer was powered on it displayed an error message. The clinician recycled the power and the error cleared. The programmer booted to the main screen and was restored to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.